Event description:
Customer reported a past high blood glucose event, with the specific blood glucose value unknown as it displayed "high." There was no adverse impact to customer¿s blood glucose level requiring third-party assistance. Customer addressed the high blood glucose by changing the infusion set and administering approximately 10 units of boluses using the pump. Technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels. Customer declined additional assistance and acknowledged the recommendation, leading technical support to close the case.